Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found. Upon inspection, it was noted that the helix/lobe of the lead was distorted. Upon visual inspection, it was noted that the lead was damaged during the implant process.

Event description:
It was reported that during the implant procedure, when the electrode was placed in the right atrium the screw/helix could not be shifted in anymore after two trials of replacement. There is suspicion of a faulty screwing mechanism. The device/lead was not implanted. No patient complications have been reported as a result of this event.